Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).

Event description:
It was reported to philips that the 06j 119 7c m3536a power module has noise. (B)(4) fco86100201a.

Manufacturer narrative:
It was reported to philips that the 06j 119 7c m3536a power module has noise. Us00562856 fco86100201a the manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.